Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. The additional microbiological testing indicated no microbial growth for the instrument channel, suction channel, air/water channel and auxiliary water channel of this device. Therefore, it cleared the (B)(4) guideline. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for enterococcus faecium(21 cfu/endoscope). This device had been reprocessed using a non-olympus automated endoscope preprocessor model soluscope serie4 with peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of patient infection associated with this report.